Event description:
It was reported after the physician placed the fast cath introducer into the right atrium in preparation for transseptal puncture, air entered the side port upon aspiration. The introducer was exchanged to complete the procedure with no consequences for the pt. Additional info was requested but has not been received.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a f/u report will be submitted.